Event description:
The pt was implanted with a left ventricular assist device (lvad). The clinical engineer reported that the perc-lock on the pt's system controller would not stay closed. The hospital tried attaching the driveline of their mock loop to this particular system controller and the perc-lock would not stay closed. The pt's system controller was replaced.

Manufacturer narrative:
The MFR is attempting the acquire the device for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.